Event description:
It was reported that pump displayed malfunction alarm code malf 0 with associated fault ID 0¿0x277d, and no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received guidance and assistance to reset pump, confirmed malfunction did not recur after reset, was advised to continue using pump, and was instructed to call back if any malfunction code appeared again, with caller acknowledging and understanding instructions.